Manufacturer narrative:
(B)(4). Batch # l5596k. Attempts are being to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What type of procedure was the device being used in? Please provide details to explain how the device was defective. How was the procedure completed? The analysis results found that the ntlc75 channel half was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with two reloads present. The reload (b) was received unfired. The cartridge reload (c) had the swing tab in the locked position, and the proximal two drivers up and the remaining drivers were down with staples present. It could not be determined if the reported incident was the result of a premature lockout, or the result of an interrupted firing stroke. While no conclusion could be reached as to how the firing knob and the slip block assembly became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, a report was received from the doctor regarding the defective device. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Evaluation summary: the analysis results found that the ntlc75 channel half was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with one reload present. The reload was received unfired. It could not be determined if the reported incident was the result of a premature lockout, or the result of an interrupted firing stroke. While no conclusion could be reached as to how the firing knob and the slip block assembly became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.